Event description:
Related manufacture reference number: 2017865-2022-08427. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the merlin programmer had overestimated the longevity of the pacemaker. The pacemaker was explanted and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Upon receipt, the device was at elective replacement indicator (eri). A longevity analysis was performed using available programmed settings and usage data and found the battery depletion to be normal. The device functioned normally on the bench and no anomalies were found. During data review of the device image, analysis found the battery life estimated on the programmer was higher than the actual battery life remaining. This longevity overestimation was determined to be due to an estimation inaccuracy in the merlin programmer software.

Manufacturer narrative:
The reported event overestimation was not confirmed. As received, a device was returned for analysis. Device imaging and longevity assessment did not identify any anomalies.